Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal sclerosis. The cause of the peritoneal sclerosis was not reported. Due to the event, 15 days prior to the receipt of this report, the patient was withdrawn from the pd program. It was not reported if the patient was hospitalized or received treatment for the event. No further detail was provided regarding the patient¿s outcome from the peritoneal sclerosis. No additional information is available.